Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 430 mg/dl at the time of the event and reported pump had a blank display. The customer was hospitalized due to the infection. The customer also reported that the pump was not accepting the batteries.  The customer was treated with the manual injection and the customer experienced symptoms such as confusion, extremity pain/cramps, and increased thirst. Troubleshooting was partially performed, and the blank display issue was not resolved. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was not used the smart guard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump was received with a depleted procell alkaline battery installed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was also received with unexpected insert battery alarm after installing a new test battery/original battery cap. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, dat or verify failed battery alert/battery failed alarm due to unexpected insert battery alarm. Unable to download history files and traces using thus due to unexpected insert battery alarm. Unable to generate power management graph due to unexpected insert battery alarm. Unable to upload pump to carelink due to unexpected insert battery alarm. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and vibrator assembly noted. No corrosion or moisture damage found on the motor assembly noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and unexpected insert battery alarm noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no unexpected insert battery alarm noted. The original pcba 2 was re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued upload pump to carelink, download history files and traces using thus. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Unexpected insert battery alarm was confirmed due to corrosion on the pcba 1. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, replace battery alert and failed battery alert/battery failed alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: 02/23/2023 18:38:58.000, 02/26/2023 19:16:01.000, 02/26/2023 19:16:17.000, 02/26/2023 19:17:09.000 02/26/2023 19:18:05.000, 02/26/2023 19:19:02.000, 02/26/2023 19:19:25.000, 02/26/2023 19:24:39.000 02/26/2023 19:25:38.000, 02/26/2023 19:28:10.000, 02/26/2023 19:38:00.000, 02/26/2023 19:39:02.000 low battery alert was recorded and found in the formatted history file on: 02/23/2023 05:52:22.000 replace battery now alarm was recorded and found in the formatted history file on: 02/26/2023 19:16:01.000, 02/26/2023 19:16:17.000, 02/26/2023 19:17:09.000, 02/26/2023 19:18:05.000 02/26/2023 19:19:02.000, 02/26/2023 19:19:25.000, 02/26/2023 19:24:39.000, 02/26/2023 19:25:38.000 02/26/2023 19:28:10.000, 02/26/2023 19:39:02.000 pump error 68 alarm was recorded and found in the formatted history file on: 02/26/2023 19:46:32.000 pump error 49 alarm was recorded and found in the formatted history file on: 02/26/2023 19:46:32.000 02/26/2023 19:47:50.000 pump error 23 alarm was recorded and found in the formatted history file on: 02/26/2023 19:48:28.000 power loss alarm was recorded and found in the formatted history file on: 02/26/2023 19:48:54.000 02/26/2023 19:49:05.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected due to battery backup depletion. Please see below for pump errors/alarms noted 1 week prior to the event date 26-feb-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 02/21/2023 02:28:12.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 02/21/2023 02:29:46.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 02/21/2023 05:06:34.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 02/21/2023 05:07:10.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 02/21/2023 05:07:50.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 02/22/2023 09:45:44.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 02/22/2023 10:19:54.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 02/23/2023 05:52:22.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery unable to test for no delivery alarm/insulin flow blocked alarm due to unexpected insert battery alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Blank display was not confirmed. Unable to verify failed battery alert/battery failed alarm, perform the required the testing, download history files and traces using thus, generate power management graph and upload pump to carelink due to unexpected insert battery alarm. Unexpected insert battery alarm was confirmed due to corrosion on the pcba 1. During visual inspection, corrosion was also found on the pcba 2, force sensor and vibrator assembly noted. However, a test pcba 1 was used, continued upload pump to carelink, download history files/ traces using thus and no unexpected insert battery alarm noted. No delivery alarm/insulin flow blocked alarm was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.